Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device's has a red x and beeps. There is no indication of patient involvement.